Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2015, the customer received the following results, with two different aviva systems, within 10 minutes: 425 mg/dl and 120 mg/dl (aviva insight meter) and 115 mg/dl (aviva connect meter). On 09/25/2015, the customer received the following results on the aviva system, compared to a professional meter, within 10 minutes: 416 mg/dl (aviva insight meter) and 128 mg/dl (diabetes specialist aviva meter). No adverse event reported. All of the results were taken from the same test strip vial. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.